Manufacturer narrative:
Initial.

Event description:
It was reported that following a usual lunchtime dose the user experienced post-prandial hyperglycemia followed by multiple cgm alarms for low and urgent low glucose while at an endocrinology office; the clinician temporarily disconnected the ilet pump and set a higher cgm target while the user ingested oral glucose sources including juice, glucose tablets, and peanut butter crackers, after which glucose returned to range. Symptoms included hyperglycemia and hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required, defined here as oral glucose administration. Investigation included communication with the user and the analysis of information provided by the user and third-party clinician. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.